Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had an unresponsive keyboard. Although requested, patient involvement and patient outcome information has not been provided.

Manufacturer narrative:
(B)(4). Additional information was received regarding repairs: the service engineer (se) inspected the ventilator and replaced the keyboard. After keyboard replacement, the ventilator passed all testing, operated within the manufacturing specifications and returned to service at the facility.

Manufacturer narrative:
(B)(4). Additional information regarding patient involvement was received on september 23, 2016. There was no patient involvement at the time of the reported issue.

Event description:
The ventilator was not in use on a patient at the time of the event.